Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced rising blood glucose following an infusion site change while using the ilet system. No alerts occurred, and troubleshooting indicated an intact insulin delivery pathway with a normal site-only supply change. Reported symptoms included hyperglycemia. Outcomes included no alarms and no medical interventions or hospitalizations. The investigation included troubleshooting and user education with a review of available data. Investigation of this case revealed no device malfunction, no occlusions, and no identified delivery pathway issues. Blood glucose was reported to have returned to range after the call, per the updated report. Based on previously established findings for similar reports, the cause was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.